Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer experienced an low blood glucose (bg) level (exact value not provided). Cause of bg was unknown. Customer required assistance consuming sugary food and sugary drinks to address bg.